Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left hip was revised due to a periprosthetic fracture following a fall. An accolade tmzf stem, 40mm lfit femoral head, and size g 0° liner were revised. Stryker revision implants consisted of an adm/mdm liner construct.